Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2005 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR # 1225714-2013-03410, 03411.

Manufacturer narrative:
This is one of two device reports related to this event.

Event description:
The plaintiffs attorney alleged that the decedent experienced a cardiovascular event and expired after the use of the product.